Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the catheter was cut during a scheduled fusion procedure. Every attempt was made to avoid this, but the catheter was placed where the surgeon needed to work. According to the physician, he moved the catheter with an instrument and it broke; he reported the catheter was brittle. Both catheters were replaced on (B)(6) 2016. There was no issue with the pump, but since it was over 4 years old, to avoid another surgery for the patient in short order, the medical doctor (md) replaced the entire system. Each time an attempt to reconnect the existing catheter was attempted, another piece of catheter broke off until there was no longer enough catheter to reconnect. The cause of the catheter appearing to be brittle and breaking apart was unknown. There were no reported symptoms as the patient was being managed for post-operative pain.

Manufacturer narrative:
The main component of the device system; other relevant components include: product ID 8731, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturers representative regarding a patient who was receiving dilaudid [40 mg/ml] at a dose of 7.2 mg/day and marcaine [25 mg/ml] at a dose of 4.5 mg/day via an implantable pump for lumbar radiculopathy and spinal pain. It was reported on (B)(6) 2016 that the catheter was cut during a fusion and that they tried to reconnect it but the catheter appeared to be brittle and pieces kept breaking off as they tried to repair it. They decided to replace it, scheduled for (B)(6) 2016. No further information or symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.